Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead exhibited noise via (B)(6) transmissions. There has been no intervention or reprogramming. A lead replacement was discussed to take place concurrent with device replacement at battery eri. The patient was stable.